Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was noted at 20 mmol/l. Technical support provided pump reset information and assisted with the reset, after which the malfunction did not recur. The customer understood and acknowledged instructions to continue using the pump and to call back if any issues reoccur.